Event description:
Physio-control engineering is investigating occurrences of devices with on/off switch failures which were found have a root cause of tin whisker growth on the flex cable assembly connector contacts. It was found that the assembly supplier was using a rohs compliant tin plated part that was not called out on the bill of materials for the assembly. There have been no reports of adverse events associated with this issue.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.